Event description:
It was reported that the patient passed away on (B)(6) 2022 following pursuit of comfort measures. Additional information was received that the patient was septic due to a resistant pseudomonas infection. The device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event. Related manufacturer's report capturing onset of sepsis: 2916596-2022-10962. Related manufacturer's report capturing onset of driveline infection: 2916596-2022-10651.